Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. It was also reported that there were 15688 high rate atrial episodes, and a question as to oversensing. The lead remains in use. No patient complications have been reported as a result of this event.